Manufacturer narrative:
A review of the provided medical records by a clinical consultant indicated that the root cause of the dislocation was a malpositioned shell. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
The surgeon revised the patient's primary hip due to chronic dislocation. The hip was dislocating from the socket. The surgeon commented that the cup was malpositioned.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
The surgeon revised the patient's primary hip due to chronic dislocation. The hip was dislocating from the socket. The surgeon commented that the cup was malpositioned.